Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: please confirm if the suture and needle disconnected due to breakage in the suture or in the needle (separate pieces)? Or if the entire suture detached/pull off from the needle. Please refer to the event description, other information requested is unknown. Were there any patient consequences? No. What is the procedure name? C-section.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the procedure, when the surgeon was suturing the uterus, the needle and suture were disconnected and the suture was replaced. The connection between the needle and the suture is not secure. No adverse patient consequences were reported. Additional information was requested.